Event description:
Additional information was received that this patient was explanted and replaced due to elective replacement indicator (eri) being declared.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard the device beeping and was told by a physician that the device needs to be replaced. The patient is wondering why the device needs to be replaced so soon. There is an allegation of premature battery depletion. No adverse patient effects were reported.